Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It is reported by (B)(6), surgeon of the hospital, that after preparation of the femur the trial reduction was performed. The attempt to remove the sample components failed. After several failed attempts to remove the components, the femur broke off the offset adapter. After further attempts of extraction, the offset adapter dissolved from the shaft. The explant was done with stem extender shaft (6543-4-516). Medical procedure could be successfully completed.

Manufacturer narrative:
An event regarding disassembly issue involving a tri ts femur trial sz 5 right was reported. The event was not confirmed. Method and results: device evaluation and results the threaded end of the trial stem seized with the threaded end of the trial stem extender. Interference between the threads of the two components created a cross threading and grinding action between the two thread profiles. This inhibited movement and seized the assembly. Damage consistent with explantation was observed on the anterior flange of the tri ts femur trial. Medical records received and evaluation: not performed as no medical records were provided. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: there were two failure modes investigated for this event. The first failure mode for "dissolving" of the offset adapter could not be confirmed and the potential root cause could not be evaluated since the product was not returned. The mar conducted stated that damages consistent with explanation were observed on the anterior flange of the tri ts femur trial and could not conclude if the unreturned adapter trial contributed to this failure mode. The second failure mode for a disassembly issue concluded that the trial stem and the trial stem extender seized due to cross threading. If the offset adapter is returned and/or any additional information becomes available then this investigation will be reopened and re-evaluated.

Event description:
It is reported by (B)(6), surgeon of the hospital, that after preparation of the femur the trial reduction was performed. The attempt to remove the sample components failed. After several failed attempts to remove the components, the femur broke off the offset adapter. After further attempts of extraction, the offset adapter dissolved from the shaft. The explant was done with stem extender shaft (6543-4-516). Medical procedure could be successfully completed.